Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization, device not working and high blood glucose. The customer's blood glucose was 600mg/dl at the time of incident and currently 392 mg/dl. Trouble shooting was performed and found hospitalized on (B)(6) 2018 at perish medical center for high blood glucose of 600 mg/dl. Customer felt real tired and couldn't move around and my head hurt and the cna told me that being that high it was hurting my other organs to go to the hospital and got treated with IV. Customer declined to perform a carelink upload. Customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering since gave himself 10 units of insulin and it did not do anything. Advised sending tubing clamp to continue trouble shooting. The product will not return for analysis.